Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
It was reported that the patient experienced low blood glucose event on 06 mar 2026. The blood glucose was low and was treated by eating carbohydrates.